Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and was found to have a broken grip cable at distal end. The broken segment of the cable was not returned with the instrument. As a result, the grips will not open. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The grips were manually opened in order to perform functional testing. The grips were able to close. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a blue 30 reload. No failures were observed during log review. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument was introduced into the abdomen, however the jaws would not open. A second stapler was obtained and used effectively. The case was completed without any other issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no visible defects were noted. A lobectomy procedure was being performed in an attempt to staple the lobe when the issue occurred. The issue did not occur after a system fault. The target tissue was the right lobe. The jaws were not stuck on tissue when the issue occurred. The jaws did not open and therefore unable to be applied to the target tissue. There was no unexpected tissue removal and there was no bleeding. The procedure was completed robotically with a new stapler. It was reported that a white stapler reload was involved with the reported event and the stapler fire issue occurred on the first load. The surgeon did not experience any clamping issues prior to firing the stapler reload. The issue did not occur after firing the reload or following an aborted clamp attempt. No photos or images are available for review.